Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to lock the blade, the impactor spun free, although the gap between the end of blade and the shaft of the impactor was closed by image. The cannulated hexagonal screwdriver (994.000) also spun free. So, the surgeon used another blade. At that time, the surgeon could not attach the blade with the extraction screw and so pushed harder. As a result, the blade interfered with a nail. After that, the surgeon could attach the blade with the extraction screw, and the blade could be locked in the end. There was a surgical delay of 30 minutes. No patient injury reported. This report is for 2 of 3. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.